Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been recovered from the field. A review of the software flags was performed to identify any fault flags or unusual patterns of software flags that may have caused or contributed to the event. The software flag files did not suggest a device malfunction that would contribute to the event. There is no evidence of an electrode belt malfunction. There was no device malfunction contributing to the patient death. Post-shock asystole is a known potential outcome of external defibrillation.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest and passed away on (B)(6) 2016. The patient was reportedly in a car accident around the time of the treatment event. The lifevest detected an arrhythmia (vf) at 08:19:58 on (B)(6) 2016. The lifevest deployed gel and delivered a treatment at 08:20:35. The post-shock rhythm was asystole. The patient remained in asystole following the treatment. Asystole is considered a non-treatable rhythm. A non-lifevest treatment was delivered at 08:21:12. The patient continued to receive resuscitation efforts, and a second lifevest treatment was delivered at 08:55:19 while the patient was receiving CPR. The electrode belt was shutdown at 08:55:39. The patient was declared deceased at 9:10 in the hospital. Post-shock asystole is a known potential outcome of defibrillation. There was no product malfunction contributing to the death.